Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and operated as intended throughout the evaluation without issue.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2011. Approximately halfway through the procedure, the power was on but the blade stopped turning and the cable twisted. The uterine volume was approximately 500cc. The surgeon cut the rest of the uterus in small pieces and removed it through the trocar. There were no adverse patient consequences.